Manufacturer narrative:
The customer reported that this central nurse's station (cns) was frozen. According to the customer, the mouse and keyboard were not responding, and time was not moving. The customer is not able to enter patient information. Technical support (ts) had the customer reboot the cns; however, the issue remained. Ts then had the customer shut down the cns and reboot the sender. After doing this, the unit came up and allowed them to move the mouse; however, it was disconnecting and reconnecting a usb device. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 05/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/13/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that this central nurse's station (cns) was frozen. According to the customer, the mouse and keyboard were not responding, and time was not moving. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) was frozen. According to the customer, the mouse and keyboard were not responding, and time was not moving. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was frozen. According to the customer, the mouse and keyboard were not responding, and time was not moving. The customer is not able to enter patient information. Technical support (ts) had the customer reboot the cns; however, the issue remained. Ts then had the customer shut down the cns and reboot the sender. After doing this, the unit came up and allowed them to move the mouse; however, it was disconnecting and reconnecting a usb device. There was no patient injury reported. Investigation summary: the returned device was evaluated. The reported behavior could not be duplicated during extended testing at nk tech support, where full functionality was confirmed. The issue appears user-side or environmental. The root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/13/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.